Manufacturer narrative:
Pc (B)(4). Batch # unknown as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that spontaneous opening of the staple line after stapling, staples did not close. Another similar product was used. No adverse event was reported to the patient.